Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(4) 2003, product type: extension. Product ID: 3387-40, lot# j0343652v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0343652v, implanted: (B)(6) 2003, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
A consumer reported that there was a sudden return of symptoms, symptoms included being frozen and were occurring daily. The patient checked both implants with the patient programmer and status light indicators showed therapy was on. It also felt like the batteries were losing power. The patient's indication for use was parkinsonian tremor. Follow-up is being conducted to obtain information about the steps taken to resolve the issue. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the ins 7426 soletra 2 chn qd polar mvd s/n (B)(4) found no significant anomalies with the ins, and the device to be functionally okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information received from the patient reported that she saw her neurologist on (B)(6) 2015. To resolve the patient's return of symptoms the neurologist turned up her therapy and she would return on (B)(6) 2015 for a power up.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported there was a change in therapy; a loss of stimulation and therapy. The patient saw the healthcare professional (hcp) about 6 weeks ago and was informed the implantable neurostimulator (ins) had battery life until (B)(6) 2015. The patient had noticed her foot was curled in, she had tremor, and was getting frozen or shaking. She did not feel like the therapy was working. She had broke her wrist and was unable to press the buttons on patient programmer (pp) properly. There was no ins battery light indicator on the pp, for both sides. The 9v battery light and the therapy light were on. The patient was to follow up with their hcp regarding the therapy. Further follow up is being conducted . If additional information is received, a follow up report will be sent.